Event description:
Patient was seen in e.r. On 3/11/92 for fractured left ankle and admitted. Had fixation of ankle on 3/13/92 with plate and screws. Gradually developed swelling and discomfort in left ankle. Xrays and workup inconclusive. Aspiration in office grew pseudomonas. Hospitalized on 11/3/92 for IV antibiotic therapy. On 11/9/92 she was brought to surgery for removal of the plate and screws. There was no gross purulence or bone destruction noted. There was some hyperemic tissue about the previous fracture, but the bone appeared intact. Procedure was tolerated well.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.